Event description:
On (B)(6) 2010, the patient was implanted with an scs system. On (B)(6) 2010, the patient experienced a sudden loss of stimulation in the lower extremities. The patient then began feeling the stimulation in her stomach and a shocking sensation. The sales representative met with the patient and attempted to reprogram the patient at least 4 times. An x-ray was taken and revealed that the leads had migrated. The system was explanted and replaced on (B)(6) 2010.

Manufacturer narrative:
Evaluation: method- the device history and sterilization records were also reviewed. Results- the device history and sterilization records were reviewed and were found to meet specifications. Conclusion- the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.